Event description:
The customer reports the expiratory tidal volume is higher than the inspiratory tidal volume. The customer cleaned the flow transducer and returned the unit to service. No device problems found.